Event description:
Customer reports to have been traveling from the united states to the united kingdom when he over delivered and customer states blood glucose dropped to 30 mg/dl and he passed out. Customer reports to have put insulin pump into suspend before passing out. Customer's wife was able to wake him and gave him approximately 12 ounces of orange juice. Customer reports that blood glucose rose to 101 mg/dl after about an hour and a half of treating. Customer declined troubleshooting for high blood glucose and sensor glucose versus blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.